Event description:
Per report received from the united kingdom, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. The coronary heights were not very clear since two different measurements were reported but the 8mm height measurement, both for left coronary artery (lca) and right coronary artery (rca), was taken as a reference. According to that, after protecting the coronary arteries with a 6fr ebu 3.5 guide catheter by right femoral artery approach and a non-edwards ms intracoronary wire by right radial artery approach, it was decided to deploy the valve slightly below the coronary arteries. The first 29mm sapien 3 valve was deployed with nominal volume but lower than expected with a minimal aortic regurgitation (ar) noticed in angiography. Then, to prevent valve embolization into the left ventricle, it was decided to perform valve-in-valve (viv). It was prepared a second 29mm sapien 3 valve and deployed a few mm higher than the previous one, respecting the short height of the coronary arteries. The procedure was successful with minimal aortic regurgitation (ar) and there was no conduction disturbances post-procedure. The patient was in the recovery area with no issue. As per medical opinion, the root cause of this event was that it was reported low coronary arteries height and due to the fact that it was not possible to perform a proper aortogram due to native leaflets being very damaged and, consequently, the contrast solution would go directly to the left ventricle, the valve deployment area was not very evident on the fluoroscopy. Then, in order to avoid the coronary artery occlusion, the valve was deployed lower as intended.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedurespecific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (lca height, unable to perform aortogram, native leaflet damage, mild calcification, preserved ejection fraction of 67%) and procedural factors (valve deployed lower than expected) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.